Event description:
Reporter indicated that his vns therapy programming handheld computer screen was freezing following interrogations of a patient's pulse generator. Troubleshooting did not resolve the issue. The handheld and software were subsequently returned to manufacturer for product analysis, however, that analysis is not yet complete.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.